Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. Troubleshooting was performed and pump history was reviewed. No pump issues were identified. Customer changed the max bolus setting from 4 to 3 units as the pump gave 4 units without user input. However, customer called back and alleged the issue reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method for insulin therapy.

Manufacturer narrative:
Pump data log was reviewed on march 27, 2024 by tandem product surveillance analyst. The logs were reviewed for 1/12/2024. Before every bolus request, there was a recorded button interaction followed by a successful screen unlock. Thereafter, carb values were entered by the user for some boluses requests, but all bolus requests were confirmed with an event 196 which shows the user selected ¿yes¿ on the bolus confirm request screen and boluses were consequently delivered. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.